Manufacturer narrative:
Analysis identified that the connectors were crushed at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
There was an in-house finding with no device allegations. There were no patient complications reported as a result of this event.